Manufacturer narrative:
The evaluation pending. Concomitant devices: cocr fem head 36mm -3.5 offset 12/14 (cn: 142-36-93, sn: (B)(4)).

Event description:
As reported, approximately 6 years postop the initial right tha, this (B)(6) y/o male patient, who is 5¿7 and (B)(6) lbs. Had the liner revised due to poly wear. The surgeon removed and replaced the poly liner and inserted a new femoral head which had to be removed to access the acetabular components. The patient is doing well. Devices are returning.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported was likely the result of prosthesis wear due to edge loading. (D11) concomitant devices: - cocr fem head 36mm -3.5 offset 12/14 (cn: 142-36-93, sn: (B)(6)) no information provided in the following section(s): a5, and b6, the following section(s) have additional info: d10, g4, g7, h1, h2, h3, and h7.